Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, abc,yes, nose shroud cracked/broken, ano,bcyes, staples in nose, ano,b(4),c(3), staples in the track, ano,b(14),c(7), trigger engaged with precock, abc,yes. Functional tests & results: cycled instrument, abno,cyes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "devices jammed" was due to four staples jammed in the cartridge nose of instrument (b) and a yielded nose weld. Instrument (c) was rec'd with three staples jammed in the cartridge nose and a yielded nose weld. No conclusion could be reached whether the yielded nose weld caused the staples to become jammed or if the jammed staples caused the nose weld to yield. Instrument (a) was rec'd empty. No deformity could be identified during inspection of instrument (a). Co reviews each incident as it occurs in an effort to continuously improve products and processes.